Manufacturer narrative:
Upon further review of the complaint, it was determined that the reported malfunction is unlikely to cause or contribute to serious injury or death if it were to recur. Therefore, this complaint is not reportable. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was discovered that the polymeric end cap of the head-adapter-femoral device was dented. It was further determined that the device failed the visual assessment. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. The exact date of the event was unknown. However, it was reported that the event occurred on the (B)(6) in 2018. The actual month was not specified. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.